Event description:
The device was returned for service because it was alleged that the device stopped and did not alarm. The device was not being used by a patient, as the alleged malfunction occurred during an inservice.